Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported "device migration/implant malposition, wrinkling/rippling" and "ptosis" which is not device related via national breast implant registry. This record is for the right side. The device was explanted.